Event description:
Spacelabs received a report from the hospital that in 2008, a patient went into cardiac arrest. The nurse stated that the alarms on the spacelabs monitoring product had "turned themselves off". The staff could not advise how long that the patient remained in arrest before they attempted to resuscitate. The patient is now considered brain dead and on life support.

Manufacturer narrative:
The hospital has quarantined the relevant spacelabs module, has not allowed spacelabs access, and has not provided spacelabs with the serial number of the module. Spacelabs has requested copies of the patient's waveform data, which the hospital has refused to provide. Spacelabs is still working with the hospital's staff to obtain any available information on this incident. The spacelabs module model includes a feature allowing hospital staff to turn alarm tone off completely. After the incident, the hospital worked with spacelabs to disable this alarm tone off feature for all such module models in the unit. The hospital has reported no alarm issues since the alarm off feature has been disabled.